Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 25-30mm x 2.5-2.75mm target lesion was located in the moderately tortuous and severely calcified distal end of left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and when the device was removed out of the patient, it was noticed that the stent strut was detached from the catheter. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid and distal stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found two breaks. First located at 1mm distal to the strain relief with an 8.5cm section of hypotube loose. The second break was measured at approximately 137cm proximal to the distal tip. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 25-30mm x 2.5-2.75mm target lesion was located in the moderately tortuous and severely calcified distal end of left circumflex artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and when the device was removed out of the patient, it was noticed that the stent strut was detached from the catheter. The procedure was completed with another of the same device. There were no complications nor injuries reported and the patient was in stable condition.